Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the b31 error code appeared and the scope ID information was lost due to failure of the image sensor unit, a board inside the video connector, or a problem on the system side. However, a definitive root cause could not be determined. The reported issue (leakage from the universal cord) was confirmed and found to be caused by a damaged universal cord. In addition, service found the adhesive on the bending section cover was chipped, the video connector was damaged, and the connector case was cracked. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was leakage from the universal cord and the subject device was displaying an error code b31 (scope communication error). There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the scope identification (ID) information was lost. This report is being submitted for the malfunction reported by the customer (error code b31) and the malfunction found during evaluation of the device (loss of the scope ID information). Additional details were requested regarding the reported event; however, no further information was available.